Manufacturer narrative:
(B)(4).

Event description:
It was reported by the cath lab staff that while transporting a patient to the intensive care unit (ICU) they encountered battery failure after a few minutes of unplugging the pump. The battery alarmed after only a few minutes. The staff resolved the issue by plugging the pump back in. No harm or complications to the patient was reported. Medical/surgical intervention was not required. Additional information was obtained and the hospital biomed evaluated the pump, and did not find anything wrong, the pump was returned to the hospital for use.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "battery failure" is unable to be confirmed. The pump was checked by the hospital biomed and no problem was found with the pump. The root cause of reported complaint is undetermined. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the cath lab staff that while transporting a patient to the intensive care unit (ICU) they encountered battery failure after a few minutes of unplugging the pump. The battery alarmed after only a few minutes. The staff resolved the issue by plugging the pump back in. No harm or complications to the patient was reported. Medical/surgical intervention was not required. Additional information was obtained and the hospital biomed evaluated the pump, and did not find anything wrong, the pump was returned to the hospital for use.